Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an ulcer under her left breast that appeared to be infected. The patient was in the hospital due to unrelated reasons, and was receiving care for the ulcer by the wound care nurse. The wound care nurse cleaned the wound and applied a dressing. Follow-up indicated that the patient still had the ulcer, but had not been seen by or prescribed anything by the physician. The medical outcome of the ulcer is unknown.